Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial and right ventricular leads exhibited noise. The noise was reproducible with isometrics. Programming changes were made but were unsuccessful due to the noise amplitude being too high. No further intervention was performed but lead replacement was discussed. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 6.3-6.6 cm from the connector pin consistent with lead friction to the device can. The cause of the reported event of noise was isolated to the exposure of the outer coil in the abrasion area. All other damages found are consistent with procedural damage.

Event description:
New information received indicated that the right ventricular and right atrial leads continued to exhibit noise which was interpreted as high ventricular rates and resulted in inappropriate auto mode switch episodes. On (B)(6) 2019, the leads were explanted and replaced. There were no adverse consequences to the patient.